Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: unknown whether lens was explanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was deployed, there was a small piece of plastic in the anterior chamber. It was not clear to the surgeon if it was from the iol or the injector. It was learned that events like this occurred before and they have been reported to us already captured in other complaint folders. It was noted that on all events, the pieces were removed with small forceps. Postoperatively, all had normal findings. The original vitan shooter was used. No other information was provided.